Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open right hemicolectomy procedure, one device had suture broke after the procedure, and three other sutures that were used on the patient also broke, six days post-operatively. To resolve the issue, the patient needs to undergone are-operation which the surgeon performed evisceration at the site of the wound closure. The surgical time extended for about 1 and half hours and the patient extended hospital stay for five more days due to the device problem.